Event description:
The polarmap catheter was selected for use during an ablation procedure to treat atrial fibrillation. The catheter was inserted into the patient. It was reported that when the catheter was advanced the shaft became bent. They removed the catheter from the patient's body, but it became damaged when they tried to fix it. The device fractured in half. The device was still able to pace without issues. The procedure was completed using the device as is. No patient complication occurred. The device has been returned for analysis.

Manufacturer narrative:
The polarmap catheter was returned to boston scientific for laboratory analysis. Visual inspection found shaft kinked and or fractured. Therefore, the reported complaint is confirmed.

Event description:
The polarmap catheter was selected for use during an ablation procedure to treat atrial fibrillation. The catheter was inserted into the patient. It was reported that when the catheter was advanced the shaft became bent. They removed the catheter from the patient's body, but it became damaged when they tried to fix it. The device fractured in half. The device was still able to pace without issues. The procedure was completed using the device as is. No patient complication occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.